Event description:
A caller reported on behalf of a (5-year-old child) customer who experienced an unspecified insertion issue with the adc freestyle libre sensor. The customer experienced symptoms of vomiting and weakness and was taken to the emergency room and a healthcare provider administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was fired correctly. Sensor pack (B)(6) has been returned and investigated. Visually inspection has been performed and no damage was observed. It is observed that the lid was completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Visual inspection was performed on the sensor and no issues were observed. The sensor plug was properly seated. The issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of a ((B)(6)-year-old child) customer who experienced an unspecified insertion issue with the adc freestyle libre sensor. The customer experienced symptoms of vomiting and weakness and was taken to the emergency room and a healthcare provider administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.